Event description:
Male patient with history of right open rotator cuff repair in 2006, at another facility. The pt continued to have pain and loss of motion. X-ray taken at orthopedic surgeon's office revealed the anchor exiting out the posterior aspect of the humeral head. Pre-op diagnosis per surgeon: rt rotator cuff tear, recurrent with retained hardware. Operative procedure: shoulder arthroscopic lysis of adhesions, arthroscopic rotator cuff repair and hardware removal. Of note: believe MFR to be arthrex but not sure.